Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp mc wifi, serial number (B)(6) ) was not returned to our laboratory for analysis, nor was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, it is known that the device was put back in service after replacing the linear sensor kit. Based on available information, the root cause of the reported issue could be linked to a defective linear sensor kit. However, since the device was not returned, it remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Distributor reports as follows: "displacement error 21-0020. After replacing the linear sensor kit, it passed all the tests" no patient injury was reported. More follow up information is needed to complete the investigation.